Event description:
It was reported that the patient presented with a controller fault alarm. A controller exchange was done to troubleshoot the alarm. Log files were submitted for review and showed a controller internal fault (backup processor fault) that self-resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller exchange due to a controller fault alarm can be confirmed. The data log file was successfully retrieved from the returned system controller, serial number (B)(6). The log file contained data recorded from 08jun2024 to 14jul2024. The recorded information revealed power (9.2w) and flow (12 lpm) elevations captured on 14jul2024 between 7:09 and 7:10 followed by a replace controller/yellow wrench alarm. The alarm was associated with a backup mcu failure. The power/flow decreased and the alarm cleared. The system continued to operate with power around 4.4w and flow around 3.5 lpm. The data captured on 14jul2024 at 11:11 revealed that the driveline was disconnected. The replace controller/yellow wrench alarm associated with a backup mcu failure was not able to be reproduced during the evaluation of the controller. A specific root cause for the power elevations and the replace controller/yellow wrench alarm was not able to be determined. Incidental findings: inner conductor breakdown in both power cables, and a green substance in both power cables. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. B (section 7), heartmate ii patient handbook rev. B (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. Heartmate ii lvas IFU rev. B, heartmate ii patient handbook rev. B, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.